Event description:
The reporter indicated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2013 and exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported event was observed approximately one week after the initial surgery on (B)(6) 2012. The patient experienced elevated intraocular pressure (iop), pigment dispersion and glaucoma. The patient's post-op best-corrected visual acuity was 20/20. The facility reported the cause of the event was unknown.

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly icl(13.2) was explanted/exchanged for another icl(12.6) one year postoperatively to address elevated iop caused by excessive vaulting. No reported postoperative sequelae. There was no loss of bcva (20/20) prior to the intervention. It should be noted that one week after the initial surgery, and icl (13.2 ) implantation, pigment dispersion and subsequent glaucoma were detected at the clinical exam and the patient was treated medically and surgically (selective laser trabeculoplasty). The literature reports that over the medium to long term, gonioscopic changes including narrowing of angle width and increased pigmentation in the trabecular meshwork were observed in a minority of patients, but to date there is no evidence that these findings are associated with elevated iop or glaucomatous optic nerve changes in patients with icls. No report if the pis were patent. Based on data for the icl's FDA premarket approval, most surgeons perform nd: yag pis, and approximately 5% of them do not function, which leads to increased postoperative iop. An oversized icl increases the risk of pupillary block/glaucoma in eyes with nonfunctioning pis, and such eyes generally will not respond to dilation to break the block . Even though the surgeon attributed reported ae to the device, given the information that shorter icl was used as replacement it is very likely that patient (anatomy) and/or the procedure (not functional pis, miscalculation) related factors could have caused/contributed to the event. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).